Manufacturer narrative:
B5: describe event or problem: new information.

Event description:
It was reported that the distal filter failed to capture. The sentinel device failed during retrieval of the distal basket. Resistance was felt when the distal basket was unable to be fully retrieved during removal upon completion of the tavr case. The physician was able to safely remove the entire device and distal filter partially open without any harm to the patient. They were able to complete the case with this device. It was further reported this event was reported via user voluntary medwatch # (B)(4). The right common femoral vein was accessed for the procedure. A short 6-french sheath was introduced. The right wrist region was anesthetized with 1ml of xylocaine and the radial rtery was accessed in order to advance a 6-french sheath, a 5-french and 6-french dilator. They were able to advance a 6-french sheath aprroximately one-third of the way in. The patient was given 200mcg of nitroglycerin and unfractionated heparin 3000 international units. They then positioned a pigtail catheter in the ascending aorta and aortogram was performed in the left anterior oblique position for deployment of the sentinel device. The patient was fully anticoagulated. A digonostic ima and j-guidewire were advanced into the ascending aorta. They then placed a choice pt floppy guidewire into the ascending aortia. They then advanced the sentinel and were able to engage the left common carotid artery with a choice pt wire, but had difficulties negotiating the distal aspect of the sentinel device into the left common carotid artery itself due to probable calcification and some degree of stenosis. The distal fiter was deployed. The proximal filter was deployed in the innominate artery. They then proceeded to position the pigtail catheter in the noncoronary cusp. Aortography was performed for delineation of landmarks for deployment. They then exchanged out the 8-french sheath for a 14-french non-bsc sheath that was advanced over a meier wire. The sheath was secured to the skn with nonabsorbable suture. They then advanced a diagnostic al2 and a straight wire, traversed the aortic valve and did catheter exchange to place a safari small curve into the left ventricle apex. Under rapid ventricular pacing, they deployed the non-bsc valve. Post deployment demonstrated trivial to mild eccentric aortic insuffiencieny. The mean gradient was 5 mmhg, at this juncture, we attempted to retrieve the sentinel device and the distal filter could not be retrieved. The proximal filter was retrieved and brought back into the radial artery. The system would not retereive outside the body. Using a slim sheath, the filter was able to be recaptured and removed from the access site. The patient was admitted overnight to telemetry for observation. Patient was fine the next morning.

Event description:
It was reported that the distal filter failed to capture. The sentinel device failed during retrieval of the distal basket. Resistance was felt when the distal basket was unable to be fully retrieved during removal upon completion of the tavr case. The physician was able to safely remove the entire device and distal filter partially open without any harm to the patient. They were able to complete the case with this device.